Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the evaluation and repair; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not turning on. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the device was not turning on. No light emitting diodes (leds) were illuminated. The remote service engineer (rse) instructed the customer to check the alternating current (ac) voltage going into the power supply and dc voltage going from the power supply to the power management (pm) printed circuit board assembly (pcba). The customer was unable to get the readings going into the power supply but will look for a better set of probes for the voltmeter. The investigation is ongoing.